Manufacturer narrative:
Follow-up received on 23-aug-2016: ptc investigation result was provided. (B)(4). Quality safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. Device removal is listed according to the reference safety information for essure. This case was received through a legal claim which included several plaintiffs. The adverse events/ complications each individual plaintiff experienced were not specified. Despite the lack of details for a comprehensive causality assessment, considering essure removal was required, this case was regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states on 02-aug-2016, on behalf of a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted for permanent sterilization, and subsequently had the device removed due to complications. This case was received through a legal claim which included several plaintiffs. The complications suffered by plaintiffs included: migration, hysterectomy, abdominal pain, pelvic pain, back pain, bloating, weight gain, heavy menstrual bleeding, irregular menstrual cycles, perforated organs, and other assorted complications. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. Device removal is listed according to the reference safety information for essure. This case was received through a legal claim which included several plaintiffs. The adverse events/ complications each individual plaintiff experienced were not specified. Despite the lack of details for a comprehensive causality assessment, considering essure removal was required, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('device removed') and endometrial ablation ('ablation'). In a female patient who had essure inserted for sterilization. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), and endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal and endometrial ablation outcome was unknown. The reporter considered endometrial ablation and medical device removal to be related to essure. Quality-safety evaluation of ptc: no sample available this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm, any quality defect or device malfunction at this time. Although, we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported, which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed, but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined. Therefore, no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received: new events added: ablation. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('by metallic wire devices running the thickness of myometrium extending to level of endometrial cavity'), pelvic pain ('pelvic pain') and endometrial ablation ('ablation') in an adult female patient who had essure (batch no. 740864-not valid) inserted for female sterilisation. The patient's medical history included menometrorrhagia, uterine bleeding, hypertension, diabetes and thromboembolism prophylaxis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required) and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy,left oophorectomy,bilateral salpingectomy and essure removed.). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, pelvic pain and endometrial ablation outcome was unknown. The reporter considered embedded device, endometrial ablation and pelvic pain to be related to essure. Lot number {740864 } is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('by metallic wire devices running the thickness of myometrium extending to level of endometrial cavity'), pelvic pain ('pelvic pain') and endometrial ablation ('ablation') in an adult female patient who had essure (batch no. 740864-not valid) inserted for female sterilisation. The patient's medical history included menometrorrhagia, uterine bleeding, hypertension, diabetes and thromboembolism prophylaxis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required) and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy,left oophorectomy,bilateral salpingectomy and essure removed.). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, pelvic pain and endometrial ablation outcome was unknown. The reporter considered embedded device, endometrial ablation and pelvic pain to be related to essure. Lot number {740864 } is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of embedded device ('by metallic wire devices running the thickness of myometrium extending to level of endometrial cavity'), pelvic pain ('pelvic pain') and endometrial ablation ('ablation'). In an adult female patient who had essure (batch no. 740864), inserted for female sterilisation. The patient's medical history included: menometrorrhagia, uterine bleeding, hypertension, diabetes and thromboembolism prophylaxis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required) and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy, left oophorectomy, bilateral salpingectomy and essure removed.). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, pelvic pain and endometrial ablation outcome was unknown. The reporter considered embedded device, endometrial ablation and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020, medical record received: lot number was added. Event: medical device removal was updated as pelvic pain embedded device, reporter information and medical history were added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs